Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the MRI technician needed to confirm that the patient¿s stim was off because the patient was needing an MRI of the head. But the MRI tech reported the poor communication screen when trying to connect the implantable neurostimulator (ins) to the patient programmer (pp). The patient stated that the battery was dead, and she was no longer using the system because it had not been working for over two years. In the end, MRI eligibility was reviewed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.